Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was alleged a patient fell after their robe was caught on a part of the table that holds the detector tether cable of an brivo xr385 x-ray system. The patient sustained a fracture to her left wrist and needed surgery to correct it. The patient also reported pain on her ribs on the right side of her chest.